Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) confirmed that the customer recovered the failure, and the issue could not be reproduced. Fse then adjusted the latch catch and mount, replaced the network cable, and performed hardware test application (hta) testing with no failures observed, rebooted the system, and the customer successfully inventoried drawer 2.1 multiple times without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.1 kept failing. When the drawer was opened and then closed, it failed again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.